Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced elevated blood glucose levels of around 400 mg/dl on (B)(6) 2024. The patient administered several insulin boluses which were delivered correctly. When the patient went to bed, the blood glucose level started to lower. Around 4:30 a.m. On (B)(6) 2024, the patient was hardly responsive and the patient's mother called the ambulance and the patient was transported to the hospital. The blood glucose level was 40 mg/dl at the time of being hospitalized. The patient was treated with glucose infusions. The patient was hospitalized for 3 days and released on (B)(6) 2024. The health care professional in hospital said the reason for the patient's hypoglycemia was too much insulin provided. According to health care professional, there was probably an insulin bubble at the insertion site and the body of patient could not absorb the insulin. When the insulin finally got released, it caused the hypoglycemia.